Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It was indicated that the patient exposed components to MRI, CT scan, or diathermy treatment, which is off-label usage of the device. On (B)(6) 2023, the patient experienced inaccurate cgm values three days after the sensor was inserted. At 3:30 pm the patient was sleeping, then felt thirsty and hungry. He drank juice and ate pastries. His spouse noticed he was sweating and disoriented, so she checked his cgm, which was 61 mg/dl. The low alert was set at 90 mg/dl, but they did not hear any alarms. While he was eating the patient became unconscious and chilled, so the spouse called 911. Emergency medical technicians (emts) arrived at 4:00 pm and checked his fingerstick bg which was 36 mg/dl. The emts started an IV drip and gave a glucose injection, and the patient became conscious. He was taken to the emergency room and given orange juice and a sandwich. He also had a magnetic resonance imaging, x-ray and bloodwork done (no results provided). He stayed at the hospital until 10:45 pm and was released after his glucose level had risen sufficiently (no specific value provided). At the time of the report the patient was still wearing the sensor and his readings remained inaccurate (cgm 225 mg/dl with bg 127 mg/dl). The patient was asymptomatic. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.